Event description:
Revision surgery - no failure of the device. Pt experiencing pain 17 days post op due to scar tissue formation. Dr performed an irrigation and debridement, changed out poly as a precaution.